Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered was used to treat a biliary duct stricture on (B)(6), 2009. According to the complainant, the wallflex biliary rx partially covered stent was positioned and deployed without issue. Upon withdrawal of the stent delivery system, the physician noticed that one of the stent wires had come loose. It was confirmed that no portion of the stent detached. The physician opted to leave the stent in and not replace it with another. The patient's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).